Manufacturer narrative:
(B)(6). The patient was without insulin for over seven hours after failure to respond to empty cartridge alarms which caused the blood glucose (bg) excursion. In addition, inadequate prime volume may have contributed to the continuation of the bg excursion. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from 01/16/2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump history indicated that the pump was suspended from 9:41 am on (B)(4) 2011 to 11:22 am on (B)(4) 2011. The pump was exercised for 29 hours with no insulin delivery issues occurring. There were no defects found on investigation. Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the patient was admitted to the hospital on (B)(6) 2011 with blood glucose (bg) over 400 mg/dl and large ketones. She stated that the patient was diagnosed with diabetic ketoacidosis (dka), and was removed from the pump and treated with intravenous (IV) insulin and fluids. The family member reported that the patient received an empty cartridge alarm at 3:30 pm on (B)(6) 2011, and the cartridge was not replaced until 10:50 pm. The family member reported that the patient's bg was over 200 mg/dl at 3:30 pm but was unable to provide other bg values. Correction boluses were given at 10:50 pm and 4 am. A review of the pump history indicated that a site change was not completed when the new cartridge was inserted and a full prime was not completed, at the time of the contact, the family member confirmed that she primed the pump and delivered an air bolus without difficulty. According to the family member, the basal and bolus delivery history is correct. The family member stated that the patient's healthcare provider alleged that the pump was not delivering insulin properly. Customer support concluded that the pump was delivering insulin appropriately, and there were no mechanical issues found with the pump. This complaint is being reported because the patient allegedly experienced dka while using the pump and that user error contributed to the event.